Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nausea and vomiting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nausea and vomiting. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination and no evidence of foam degradation. The device passed all final testing. The device's downloaded event log was reviewed by the manufacturer and found no error logged.